Manufacturer narrative:
On 5/26/2020, additional verbiage was added to the investigation summary as follows: the patient who underwent breast augmentation procedure with mentor gel implants on (B)(6) 2017 developed right breast capsular contracture that was observed on (B)(6) 2018. The patient underwent a closed capsulectomy procedure on (B)(6) 2018 and the device was not explanted. Per mentor instructions for use (IFU), these devices are for single only and should not be reused. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Therefore, this device was used in an off-label manner. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On 5/27/2020, mentor became aware that under initial submission, conclusion code "known inherent risk of device" was mistakenly not reported. It has been updated on this form under field h6. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/11/2019, mentor became aware that psr submission reference numbers (B)(4) and (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/11/2019, mentor became aware that psr submission reference numbers (B)(4) and (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with 295cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade iii. Closed capsulotomy was performed on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.